Event description:
In 2001, patient underwent endovascular repair of aaa with medtronic devices. Four months later, two cook main body extensions were placed. In 2007, patient presented with a ruptured aneurysm. Immediately patient was converted, and the aorta repaired with placement of a dacron surgical graft. The physician anastomosed the dacron graft to the existing devices (unknown which device). The patient has since this procedure been identified with an unspecified endoleak which the physician is planning to treat. Multiple attempts have been made to acquire additional information to determine whether the medtronic or cook devices contributed to the incident.

Manufacturer narrative:
Evaluation: still under investigation.